Event description:
A discrepancy exists between an english language operations manual and the (B) (6) translated operations manual. Specifically, a warning related to the ac power adapters states in english "the ac power adapter, if used inside the magnet room, must be kept at least ten (10) feet/three (3) meters from the bore." The same warning in (B) (6) states "(B) (6)" this translates to "the adapter of power, if used inside of the room of the magnet, must above-the-line of position of field of 1000 gauss (0.1 t)." The measurements of ten (10) feet/three (3) meters and 1000 gauss are not equivalent.

Manufacturer narrative:
The device in question is labeling (operations manual) for a pt monitoring system. There was no adverse impact to any pt reported, nor would any adverse pt impact be expected due to mitigation by existing labeling on the ac power adapter itself in all translations. Preliminary investigations show this labeling discrepancy in earlier english versions. The MFR is still investigating the labeling discrepancy. A final report will be submitted when the investigation is completed.